Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is (B)(4).

Event description:
The customer reported to olympus that the bipolar resection loop broke while being used inside the patient. The issue occurred during the therapeutic procedure (turp - transurethral resection of the prostate), there was no delay, and the procedure was completed with a similar device. The fragment fell into the device (not the patient) and there was no patient harm associated with the event.

Manufacturer narrative:
The device was reportedly discarded and not expected to be returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.